Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported complaint of an error code. The probe was checked and passed and both switches were found to be functional. Visual inspection revealed no tissue build-up; however, the teflon pad was found to be worn and metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a bariatric procedure, the seal and cut short circuit error code kept going off. The surgeon replaced the device with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No further information was provided.